Manufacturer narrative:
(B) (4) - zipper broke. Product was discarded by the facility. (B) (4).

Event description:
The customer reported that the patient was acting aggressive when they were putting the vest on them. The patient was struggling and the zipper in the back gave way. There was no patient fall or injury. They discarded the product. Posey instructions for use state it is contraindicated to use on an aggressive, combative, agitated or suicidal patients.